Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Event reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 5 events associated with this event type (potential manufacturing error and product code lzo).

Event description:
Post operative adverse result. It was reported, "problem with pain after hip revision surgery."